Manufacturer narrative:
After battery installation device gave a non-flashing white lcd due to broken traces on the lcd glass between the lcd controller and the lcd image area. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unable to confirm missing segments or partial display due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parents reported via phone call that the insulin pump had partial display. The customer¿s blood glucose was 255 mg/dl. The customer was assisted with troubleshooting. The customer stated that the display was solid white and the led light was flashing red. The devise will be returned for analysis.